Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-22762. It was reported that the patient presented for a lead revision procedure with diaphragmatic stimulation. Upon review, the right atrial lead exhibited noise oversensing that led to inappropriate automatic mode switch while the right ventricular lead was responsible for the diaphragmatic stimulation. The physician explanted and replaced the atrial and right ventricular leads. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed and attributed to external insulation abrasion. Final analysis found that the insulation was abraded at 12.0 cm to 12.1 cm from the connector pin. The abrasions were consistent with exposure to constant friction against the device can.